Event description:
As the iol was inserted into the patient's eye, the haptic bent. The incision was enlarged to remove and replace the lens.

Manufacturer narrative:
See MDR 1920664-2010-00068 for the intraocular lens used with this delivery device.